Event description:
Customer reportedly tested 112mg/dl while feeling hypoglycemic symptoms. Customer was given candy and food to elevate her blood glucose. No medical treatment sought or received. Requested return of suspect system and replacement was sent.